Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel of the limb. A 4.5-4/4t/40 symmetry balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured and a leak occurred from the shaft directly under the balloon part. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Updated b5: describe event or problem (e1) initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel of the limb. A 4.5-4/4t/40 symmetry balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured and a leak occurred from the shaft directly under the balloon part. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition after the procedure. It was further reported that the balloon was inflated twice. However, during the second inflation, the balloon ruptured.

Event description:
It was reported that the balloon ruptured occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel of the limb. A 4.5-4/4t/40 symmetry balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured and a leak occurred from the shaft directly under the balloon part. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition after the procedure. It was further reported that the balloon was inflated twice. However, during the second inflation, the balloon ruptured.

Manufacturer narrative:
Updated b5: describe event or problem (e1) initial reporter city: (B)(6). Device evaluated by MFR.: fg sv/4.5-4/4t/40 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon could not be inflated due to severe damage to the shaft of the device. A visual examination found no issues with the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be severely damaged/cut beginning approximately 3mm proximal of the proximal balloon bond and extending approximately 19mm proximally along the shaft. This type of damage could potentially have been due to the device having an interaction with a sharp object or another device. This concludes the product analysis.